Manufacturer narrative:
G4: 29apr2020. B4: 30apr2020. The customer reported that they have installed the replacement oxygen manifold and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05march2020.

Event description:
It was reported that the respiratory therapist called and stated that when they turned on the unit, a red alarm error occurred for high o2 supply pressure followed by oxygen not available. There was no patient involvement. The customer did troubleshooting on site and ordered a replacement part.